Manufacturer narrative:
This report contains additional information in section b5, section h3 and section h11. This lead was returned to boston scientific. However, per the german medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a returned lead. At this time, patient consent for analysis of this lead has not been received. Therefore, the lead has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture thresholds measuring greater than 3v. No additional patient adverse effects were reported. The lead was returned; however patient consent was not received therefore product analysis could not be performed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high capture thresholds measuring greater than 3v. No additional patient adverse effects were reported. This lead is expected to return for analysis.